Event description:
This pt was injected with radiance 2004 in the glabella area. In 11/2004 the pt told their doctor that they had redness and open pustules at the injection site. The pt was treated with antibiotics and valtrex. The pt was reported as improved two days later.